Event description:
Depuy acromed received a medwatch form from the complainant. According to the complainant, x-rays showed that there was broken hardware. A revision surgery was required to remove the two broken vsp pedicle screws. There were no other adverse consequences to the pt. The implants were initially implanted in 1994 (six years earlier). The labeling contained in the packaging of the product states that "metallic implants cannot be made to last indefinitely. Their purpose is to provide temporary internal support shile fusion mass is consolidating." The returned devices were implanted for six years which is well past their useful life. The labeling contained for this product specifically warns that this device may break once fusion has taken place. No further action is required.